Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported sometime around (B)(6) 2014 the patient¿s pump went empty because she was robbed at gun point and injured in (B)(6). The patient had heard the pump alarming. The device was checked the ¿day after.¿ it was noted the patient missed the pump refill by 14 days. It was noted the patient¿s healthcare provider (hcp) office was closed. The patient had withdrawal symptoms and went to the emergency room on (B)(6) 2014. The patient was given eight percocet (2 every 4 hours). The patient had their pump refilled on (B)(6) 2014 and her hcp checked to make sure everything was working. The drugs being delivered via the device system were fentanyl, clonidine, and bupivacaine. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.